Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of syncope. At a follow up check, it was noted that the two epicardial right ventricular leads showed elevated thresholds. The patient was given a twenty-four hour holter monitor which revealed multiple non capture beats from the right ventricular leads and multiple pauses. Both leads were inactivated and the patient was implanted with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.